Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a correction bolus via the pump and also administering a manual injection, resulting in a blood glucose level of 59 mg/dl while the customer was sleeping. Reportedly, customer's wife woke the customer and instructed customer to eat food. Customer consumed food to address bg level.